Manufacturer narrative:
Date rec¿d by MFR: 02may2019. The previously reported repair information is incorrect. The manufacturer's field service engineer (fse) recommended that the central processing unit (cpu) be replaced. The unit will be repaired pending the customer's approval. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 26jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported event; however, the reported issue was confirmed in the device history logs. The fse replaced the central processing unit printed circuit board assembly and the issue was resolved.. The fse also replaced the filters as a preventative measure, cleaned the unit and performed run in testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 28aug2019. The central processing unit (cpu) board was returned to the manufacturer for failure analysis. A visual inspection of the cpu board revealed no evidence of damage or contamination. During testing, it was determined that the cold solder between braid copper wire and brass plate in the ls1 buzzer caused the back up alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. Resolution and disposition: the fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit declared a backup alarm failure. There was no patient involvement. Event date not specified.